Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) failed the electrode belt current test. The last pt to use this electrode belt did not report any deficiences.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed a current test and thermal damage was discovered on the electrode belt pca board. The cause for the thermal damage was isolated to a shorted voltage suppressor v2 in ECG "b". The root cause of the shorted v2 component could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.